Event description:
It was reported the patient presented to the emergency room with numbness below the waist and tremors. It was unclear as to when these symptoms first occurred. However, a magnetic resonance imaging (MRI) scan was to be done as soon as possible with a suspected issue with the drug infusion system. This device system delivered baclofen. Additional information was requested including the patient¿s current status and resolution; however, this information was not available at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).